Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right ventricular lead exhibited high shock impedance measurements of greater than 125 ohms. As a result this lead was surgically abandoned and successfully replaced.

Event description:
New information became available that this lead also exhibited some sensing issues as well as high shocking impedances.